Event description:
Pt treated for grade ii vur on (B)(6) 2008. Pt was without symptoms. On (B)(6) 2008, a renal sonogram was performed indicating left hydroureteronephrosis. On (B)(6), lasix washout renal scan indicated left kidney obstruction.